Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases and wear abrasion. A leak test and microscopic analysis was performed which identified a striated puncture on the anterior, an opening sharp crease on the anterior, non-penetrating nicks and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated punctured on anterior due to surgical damage like consist in the use of some surgical tool and an opening crease sharp on anterior due to fold flaw opening reason for reoperation is deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.